Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that during use of the listed device, the tubing became disconnected resulting in blood to leak out onto the bed sheet. No adverse health outcome resulted from this event.

Manufacturer narrative:
One sample was returned for evaluation. The examination of the returned sample showed the swivel connector was missing from the end of the extension set. The examination of the tubing showed traces of solvent which indicated the swivel connector was bonded to the tubing at one time. The examination of the returned sample determined that the reported issue was likely caused by inadequate bonding during the assembly process. In response to complaints reported previously, several corrective actions have been implemented. First, the manufacturing facility modified the assembly process for infusion disposable devices to better clarify correct bonding practices with effective date of 23 october 2014. The manufacturing facility increased the number of samples subjected to pull testing (previous sample size was one per job lot and sample size was increased to one per hour). This pull testing change was in effect from 10 april 2015 through 9 june 2015; during this heightened inspection no rejected samples were identified (all pull-tested samples met with specifications). Also, the manufacturing facility modified the leak testing operation to better simulate use; the leak testing was changed from air leak testing to fluid leak testing effective 22 january 2016. Finally, for this device, the manufacturing facility defined the bonding process of the tubing to the swivel connector as a critical operation requiring special operator certification. This change became effective on 15 march 2016.